Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead exhibited noise along with high out of range pacing impedance measurements. It was also noted that the lead body was damaged. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.